Event description:
It has been reported to philips that the allura system would not power on. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine is not switching on. A review of the system log file showed the host-pc could not make a connection to the sib. Upon functional testing, the fse found that the system geometry module was not working, as suspected in the sib box faulty. After the replacement of the sib box, the system has been returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code grid was corrected.